Event description:
A patient was transported to the cath lab for diagnostic catheterization/intervention if necessary. Diagnostic catheterization was completed without incident. During the intervention, the x-ray equipment failed and had to be re-booted four times. The case was delayed for further intervention. An intra-aortic balloon pump was inserted for chest pain. The patient was very unstable. The patient was transferred via emergency medical system for CABG, coronary artery bypass graft.